Event description:
The customer reported that the patient information center ix surveillances are displaying a no match found when trying to admit a patient via the medical record number. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the overview lost error message is displayed. During the system investigation, all of the switches and routers are in an offline status. The fse stated that the system issue was due to a configuration mismatch and system connectivity was affected. The fse changed the system configuration in to auto. The system issue resolved after the configuration change. The philips field service engineer (fse) stated that the system issue was due to a configuration mismatch and system connectivity was affected. The fse changed the system configuration in to auto. The system issue was resolved after the configuration change.